Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using a 6f sheath after an interventional angiography procedure. Reportedly, there were no issues with prior deployment steps; the lever closed, however, the foot would not close completely, and there was some resistance while attempting to remove the device. The device was then broken apart, and the foot was attempted to be closed by hand, however, it still wouldn't fully close. In another attempt at removal, gentle, steady pressure was applied and the device was pulled out without causing any vessel damage. The suture from the same prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely that tissue or suture caught in the foot such that contributed to the foot not completely closing and subsequent device entrapment. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.